Event description:
Reporter indicated that a dell handheld computer's screen froze during interrogation. The issue was resolved by resetting the device. Product is expected to be returned to the manufacturer.